Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. The implanted leads were reported to have migrated. A revision procedure was completed and therapy was restored.

Manufacturer narrative:
The device was not returned to saluda. The root cause for the lead migration could not be definitively determined. It was noted that the patient experienced stomach flu 6 days post-implant, but it is unclear if this contributed to the lead migration. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include lead migration from the location chosen at initial implantation, resulting in stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result." The manufacturing records were reviewed, and the product met all requirements for release. Two (2) leads were implanted and reportedly migrated. Below is the device information for the second lead: product description: evoke cap12 percutaneous lead kit - 60cm. Model #: 102878. Catalog#: 3043. Serial/lot #: (B)(6). UDI#: (B)(4). Manufacture date: 21apr2023. Expiration date: 20apr2025.